Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg experienced stopper creep out/loose closure during use. The following information was provided by the initial reporter: material no: 362788 batch no: 9095650. Event description per initial reporter email states, during r&d testing, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube.) The specific product sku and batch numbers where this occurred are listed below. On (B)(6) 2019 362788 9095650 minimum force below specification.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pullout as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper pullout with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg experienced stopper creep out/loose closure during use. The following information was provided by the initial reporter: material no: 362788, batch no: 9095650. Event description per initial reporter email states, during r&d testing, we have identified instances where the 2nd stopper pullout force for some tubes did not meet our specification. (The 2nd pullout force is the force to remove the stopper after it has been removed and reinserted into the filled tube.) The specific product sku and batch numbers where this occurred are listed below: on (B)(6) 2019, 13 jun 2019, 362788, 9095650, minimum force below specification.